Event description:
Additional information - it was reported that the lead had dislodged twice before being explanted and replaced. It was previously repositioned on 25 sep 2020 with no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic. It was discovered that the right atrial lead was dislodged shortly after implant. The lead was then explanted and replaced. There were no electrical anomalies due to the dislodgement, nor patient complications or consequences.